Event description:
A family member reported that the patient was receiving frequent "low battery" warnings for the (B)(6), but was not receiving subsequent "replace battery" alarms. She confirmed that the battery setting in the pump matched the type of battery being used. The family member denied exposing the pump to water, and confirmed that the battery cap was secure.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 08/10/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the pump blackbox history shows multiple 'low battery' warnings on (B)(6), 2011. Patient did not insert fully charged battery into the pump. The pump current draws were tested and found to be within normal range. No unusual consumption of battery was observed in blackbox history.